Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0c06gu, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported that the lead was partially removed. It broke off just below the foramen. The cause was unknown and a new lead was placed. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.